Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and airbubbles in fill reservoir. Customer wished to continue trouble shooting and treated high blood glucose with manual injection. Customer stated large multiple bubbles are present along the tubing length, also reported insulin exited at the quick release. The insulin pump will be replaced, and customer agreed to return the product for analysis.